Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced infusion set tape not sticking event on (B)(6) 2026. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR - device 3 of 3.